Event description:
It was reported that during an angioplasty procedure a balloon rupture occurred. Vascular access was obtained through the right femoral artery. The 99% stenosed de novo lesion was located in the calcified and moderately tortuous right superficial femoral (sfa) artery. The physician advanced a 5.0mm x 60mm sterling monorail balloon and inflated the balloon twice to 6atms for 60 seconds. On the third inflation the balloon was inflated to 3atms and ruptured. The device was removed from the patient intact and the procedure was completed with a different device. There were no patient complications and the patient's current status is reported as good.

Manufacturer narrative:
Age at time of event: (B)(6) of age. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).